Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a message processing issue identified by a null value in successfullyprocessedlocaldatetime had resulted in delayed or failed transmission of patient/order data (patients and orders not crossing from emr). A technical support specialist restarted the following services: bd external messaging service, net.pipe listener service, net.tcp listener adapter, net.tcp port sharing service, bd pyxis external communication service, bd pyxis external inbound processors service, and world wide web publishing service. Pes was verified and no further delayed/downtime notifications were present. System messages were confirmed to be current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patients and medication orders were not crossing over from the emr. There were consistent delays in patients and orders populating in the system, taking up to 15 minutes for the information to display. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.